Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a partial display on the insulin pump, with the top half of the screen being unreadable and preventing visibility of icons and readings. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced, instructed to discontinue use and revert to a backup plan per healthcare professional instructions, although the customer was unable to complete placing the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
The pump was received with missing segments/partial display after battery installation. Unable to perform the self test due to missing segments/partial display. Pump was cut open to perform visual inspection and found no moisture damage on the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, missing segments/partial display is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.